Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a deformed helix. Another ra lead was successfully implanted. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted a deformed (bent), stretched out helix. Dried body fluid was also noted in the helix housing, which is considered normal for active fixation leads. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. A helix mechanism test failed due to the helix being deformed (bent). The "known inherent risk" conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a deformed helix. Another ra lead was successfully implanted. No adverse patient effects were reported. The lead will be returned for analysis.